Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that a scope communication error occurred and power was intermittent. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes can be inferred based on the available information: intermittent power interruption: it is likely that a temporary electrical contact failure occurred because the device was not malfunctioning, but the user connected the electric contact point of the scope without sufficiently drying, or when there was a foreign object (e.g., chemical residue, water, sebum contamination, dust, gauze). When the electric contact point is unstable, communication between the scope and the videoscope processor may fail, causing scope communication errors and image disappearance. As stated in the instructions for use, as a preventive measure: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.